Event description:
The customer reported that the system would not display an image, just a white screen, resulting in a loss of live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced, all circuit boards and connections were reseated and the system software was reloaded. The system was then found to be operating as intended.